Event description:
Active electrode migrated out of cochlear. The surgeon initially attempted to reinsert the electrode array, however, this was not possible as the round window could not be identified or reopened. According to the surgeon's intraoperative findings, the cochlea had become closed and ossified. Consequently, the device was explanted.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.